Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had surgery about a month ago and noticed problems with their bladder about a month ago as well. During the call it was determined that the patient's therapy was turned off, but the patient stated that they had never turned therapy off. Additionally, the patient indicated that the noticed corrosion in the patient programmer (pp) battery compartment a couple of days prior, but indicated that the programmer was working. The patient was assisted with turning stimulation on and increasing stimulation to 6.5, but the patient encountered the "increase limit" on the pp. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.